Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (can connection statuses, service code 204-belt/monitor unusable, and service code 107-abnormal shutdowns) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was corrosion found in the distribution node (dn) pca. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse events occurred from the damaged electrode belt.

Event description:
A us distributor contacted zoll to report that a patient was experiencing can connection statuses, service code 204 (belt/monitor unusable), and service code 107 (abnormal shutdowns).